Event description:
Reporter alleged due to the blood glucose monitoring device result, being admitted to the hosp overnight. Reporter stated glucose result was 554 mg/dl. Reporter stated was feeling ok but went to the hosp since the result was so high. Reporter stated two hours later, hosp device result was 120 mg/dl and was kept in the hosp overnight for observation. Reporter stated not receiving treatment. Reporter stated no controls were used. A request was made for the return of the suspect device and replacement product was sent.